Event description:
The customer contacted stryker to report that their device logged a critical event code. The event code is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to a software issue with the device. This issue was determined to be a non-critical issue with the device.

Event description:
The customer contacted stryker to report that their device logged a critical event code. The event code is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation.the cause of the reported issue could not be determined. H3 other text : not returned to manufacturer.